Event description:
The patient received more medication than intended. The patient was to receive 71ml/day of the fudr. The pump was programmed in the variable time mode with 4 phase delivery in percentages as follows: 9am-3pm 15%; 3am-9pm 68%; 9pm-3am 15%; and 3am-9am 2%. There was no base rate, bolus dose, bolus lockout or kvo rate and the container size was 500ml. Approximately 15 hours after the start of the infusion, the patient noted there was 65ml of solution remaining in the container. The patient notified the on-call md and was instructed to go the hospital. The patient received unspecified dosed of normal saline, neupogen, procrit, magnesium, iron, folic acid, & ensure plus. The patient was discharged home on "usual" medications. There were no reported adverse patient sequelae.